Manufacturer narrative:
Evaluation summary: the lens was returned in an unknown solution in a screw top vial. A large amount of particulate is observed floating in the solution. The lens was removed from the solution for evaluation. The lens was cleaned with lphse. Scratches are observed. No imbedded foreign material was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. . A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that approximately six weeks following an intraocular lens (iol) implant procedure, the patient was confirmed to have endophthalmitis along with a hypopyon. The iol was removed during a secondary surgery. It is unknown if the iol was replaced. Additional information has been requested.